Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an infusor elastomeric device was observed with particulate matter in the reservoir. The reservoir contained the drug fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from september 1, 2014 - september 3, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.